Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as a decrease in the remaining capacity was noted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as a decrease in the remaining capacity was noted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. Per physician's request, the battery status will continue to be monitored in order to safely postpone the replacement procedure as long as possible. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the device will continue to be monitored in order to postpone the replacement procedure as long as possible. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as a decrease in the remaining capacity was noted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. Per physician's request, the battery status will continue to be monitored in order to safely postpone the replacement procedure as long as possible. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the device will continue to be monitored in order to postpone the replacement procedure as long as possible. No adverse patient effects were reported. The device remains in service. Additional information was received. A new request was made to have data from this device analyzed. Data analysis was performed, and a safe replacement window of 90-days was provided. The patient is being monitored and no adverse patient effects were reported. The replacement procedure will be scheduled, but at this time, the device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as a decrease in the remaining capacity was noted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. Per physician's request, the battery status will continue to be monitored in order to safely postpone the replacement procedure as long as possible. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the device will continue to be monitored in order to postpone the replacement procedure as long as possible. No adverse patient effects were reported. The device remains in service. Additional information was received. A new request was made to have data from this device analyzed. Data analysis was performed, and a safe replacement window of 90-days was provided. The patient is being monitored and no adverse patient effects were reported. The replacement procedure will be scheduled, but at this time, the device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as a decrease in the remaining capacity was noted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. No adverse patient effects were reported. The device remains in service. The product has not been returned as it remains in service, therefore, no product analysis has been performed. The no-product return investigation conclusion code is "cause not established". Dcg